Event description:
The pump was returned to animas. Product analysis evaluated the pump and found an inoperable bolus button, a faded and discolored display, and a battery compartment crack. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the battery compartment was cracked from the threads to the case seal and the audio bolus button was noted to be missing. The pump powered on with a faded and discolored display screen. The bolus button was tested and was found to be inoperable due to a missing button slug. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).